Event description:
It was reported that 18 the bd safetyglide¿ needle were blocked. This is 4 of 6 related events. The following information was provided by the initial reporter: nurses attempting to expel air from vaccine syringe, before administering. Needle blocked. Unable to dispel air.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-may-2023. H6: investigation summary: four samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Three samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the investigation and with the returned sample analysis the symptom reported is confirmed. H3 other text : see h10.

Event description:
It was reported that 18 the bd safetyglide¿ needle were blocked. This is 4 of 6 related events. The following information was provided by the initial reporter: nurses attempting to expel air from vaccine syringe, before administering. Needle blocked. Unable to dispel air.